Manufacturer narrative:
(B)(4). D10: 010000663 g7 pps ltd acet shell 52e 7453625 00877503203 bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14 3111102 30.00.49-100 stem ms-30 10 polished 3146905 5081289 palacos 9010372227 0100351012 ms-30â®, distal centralizer, cemented, ã¸ 10/12 3153320 g2: foreign: new zealand customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial right total hip arthroplasty. Seven months later, the patient fell onto her right hip and developed a lump in the distal aspect of her wound. A superficial washout was performed which resulted in mssa growth from intraop tissue samples. The patient was placed on oral and IV antibiotics following the procedure, and no implants were exchanged. Subsequently, the patient underwent a revision procedure for periprosthetic joint infection. No further procedure information has been provided at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2024-01421.